Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge detection notifications during the load process. Reportedly, the customer was able to successfully load a new cartridge onto the pump. There was no known impact to the customer's blood glucose level.